Event description:
It was reported that the device was dropped. The case was cracked, missing the positive end-expiratory pressure (peep) knob and low pressure was alarming. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d4 UDI (B)(4). Device evaluation: we received one device for investigation. Visual inspection performed and device was received in with severe cracks on both top and bottom cases, CPAP and peep control small knobs were broken off, input manifold assembly was loose on the bottom chassis, the battery cover was also found to be cracked. Functional tests performed. All the reported physical damage is confirmed, the low pressure was consistent with no cycling led present. The impact to the device and pressure switch is out of calibration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.